Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the blank display. The pump was received with moisture damage on the motor, vibrator, keypad traces and battery tube assembly. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The insulin pump case was cracked from the battery cap to the corner of the screen and the customer also noticed corrosion. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.